Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they would like to have their implantable neurostimulator (ins) removed. The patient stated that ever since being implanted, the stimulation is affecting their feet. The patient noted that there has been a burning sensation that has worsened over time, and now their toes and the bottom of their feet are numb up to the ankles. The patient mentioned that the numbness causes them to loose balance and fall. The patient stated that the ins does not work on their legs anymore. The patient was redirected to a healthcare provider. The patient mentioned that they got the implant due to cancer damage and a tumor sitting above/on the prostate from which they were losing their left leg. It was noted that the patient's implant was not intended to stimulate their feet. Indication for use is lumbar radiculopathy.

Event description:
Additional information received from the consumer reported they were still experiencing the numbness, tingling, burning from the waist down and issues with legs and feet. It was stated that the implant was not intended for the feet but rather for leg pain. The consumer stated that the implantable neurostimulator (ins) had migrated down in between the sciatic nerve and hip which was causing numbness and subsequent issues of not being able to sit, lie, or put pressure on it. It was noted that it was confirmed by accident from an x-ray that was done from their oncologist which was unrelated to the implant. The consumer stated that it may just be their body aging that caused the migration.

Event description:
Additional information from the patient re-requested the health care professional (hcp) listings as they still had not received it. Patient information was gathered and updated in order to send the new hcp listing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient. The caller stated that the patient¿s device has flipped or fallen. They noted that the implantable neurostimulator (ins) has possibly flipped, and they are unsure if the device is working. The caller was unsure of anything else regarding the issue. The patient was to follow-up with a healthcare provider. No further complications were reported or anticipated.